Event description:
It was reported issues with the load fill tubing steps during load sequence. Additionally, it was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.